Event description:
It was reported that the patient experienced infusion set fell off due to tape not sticking in used between one - three days on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Establishment name: (B)(6). Country: united states of america. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.